Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced a blood glucose (bg) level of 515 mg/dl. The customer administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.